Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the surgeon inserted the ligasure device through the trocar and when the instrument was visible on the video monitor, the surgeon noticed that the 'sleeve' on the end of the shaft of the device, looked as though it was loose and on the verge of detaching from the shaft. Therefore, he removed the instrument and did not use it. The suturing device was difficult to load. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.